Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker was producing audible sound. The speaker was replaces on precaution per current process. Based on the information available and the testing conducted, the cause of the reported problem is unknown the reported problem was not confirmed. The device was operational to its specification after the speaker was replaced. The device was returned to the customer. It has been concluded that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported the device is presented with a speaker malfunction error message and no sound was coming from the device. The device was in use on a patient. There was no report of patient or user harm.